Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that the device stopped working while in use on patient. No injury reported.

Manufacturer narrative:
The log was analyzed for the case in question. An entry was found indicating a pressure release of the peep (positive end-expiratory pressure) during inspiration. Normally, the peep valve remains closed during inspiration, but for the current case, it opened to release excess pressure. The device reacted as specified on a detected pressure peak by releasing the excess pressure and posting a corresponding alarm. Additional, the entry "breathing system failure" was indicated in the logs. It is triggered if a flow is detected via the expiratory flow sensor during inspiration. This may be the case if the peep valve opens during inspiration to relieve pressure, as described above. In addition to the found protocol entries, there was an external leak (e.g. In the breathing circuit), which can cause a loss of pressure and volume and most likely gave the impression that ventilation is not working properly. The atlan is equipped with an integrated volume and pressure monitoring. If set alarm limits are reached a corresponding alarm is posted. The device was successfully tested on site and was returned to use without further issues reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device stopped working while in use on patient. No injury reported.